Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545,manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an event where tape did not stick and infusion set fell off on (B)(6) 2026.